Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.

Manufacturer narrative:
The customer repaired the unit. There was no ge service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).